Event description:
It was reported that during preparation of a photoselective vaporization of the prostate (pvp) procedure, the physician discovered error message 832. The procedure was not completed due to this event. There were no clinical consequences to the patient.

Event description:
It was reported that during the photoselective vaporization of the prostate (pvp) procedure the error message 832 while preparing for the procedure. The procedure was not completed due to the error message with no clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded based on analysis results, that the as reported error 832 (system) which led to the procedure being cancelled was confirmed. The error was likely due to a defective screen assembly. After replacing the component, the console passed full functional and electrical safety testing. A review of the console service history confirmed that the console was fully functional without issues since last serviced. Per the reported information there was no direct patient complications associated with the error codes. There is no information to reasonably suggest that the reported error codes could potentially cause or contribute to patient harm if these were to occur again. Device history review: a service history review was completed. This laser console was installed on (B)(6) 2016. The system was last serviced on (B)(6) 2021. The laser console was fully functional without any issues. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device technical analysis: the console was serviced by a field service engineer (fse) on site. The fse replaced the screen assembly. The console was functionally tested, and the system met manufacturer specification. Investigation conclusion: based on analysis results an evaluation conclusion code of cause traced to component failure was assigned to this investigation.